Manufacturer narrative:
Investigation summary: one sample was received. It came in a ziploc plastic bag. The plunger is not assembled to the syringe. The rubber stopper is in the syringe at 9.5 mark. It has no tip cap. It has 8ml of solution. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9018605 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: since this event is reported it happened when administering chemotherapy, no further analysis will be performed to protect the safety of our personnel. The syringe is designed to flush the IV lines by pushing the plunger rod down. Not designed to pull it up. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd syr 10 ml fil saline short length plunger rod separated from the stopper during use. The following information was provided by the initial reporter: verbatim: I was administering chemo and I went to check blood return with the syringe and when I pulled back the plunger disconnected from the syringe. I know this has been a problem with syringes but the flush was still in tact (the water didn't fall out) but part of the plunger did. I saved it. There is actually no chemo in the syringe. This was just used on a patient who was receiving chemo. The defective product has been saved for evaluation. Please advise on the next steps and if you would like us to send you the product.¿